Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor became unpaired and displayed signal loss, resulting in no glucose values visible in the dexcom app and inability to pair to the ilet despite re-pairing attempts and bluetooth toggling. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose control and no hospitalization. Investigation included remote troubleshooting and education, including guided re-pairing steps and recommendation to contact the cgm manufacturer for further assistance. Investigation of this case revealed a loss of communication between the cgm and connected devices consistent with a pairing or connectivity malfunction at the sensor-app interface. It was concluded, based on previously established findings for similar reports, that the cause was user environment or external communication factors affecting cgm-to-app connectivity rather than ilet pump malfunction.